Event description:
The customer stated, she was hospitalized for high blood glucose, along with vomiting. No blood glucose reading was reported for the event. The customer stated, she disconnected from the insulin pump while in the hospital and her blood glucose levels were fine. The customer went back on the insulin pump and her blood glucose went high again. However, the customer didn't attempt to change the infusion set during this time. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.